Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 50, 59 mg/dl and 159 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.